Event description:
It was reported that the rubber cover and over the audio bolus button and "additional pieces" came off the pump. The pt indicated that the audio bolus button was sticking and the pump would not respond to button presses.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: pump was responding to the up, down, and ok buttons; however, the bolus button cannot be activated because the bolus button was detached from the pump and the bolus button contact was missing.